Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).

Event description:
It was reported that the device has cracked, with a broken piece that fell off the device while in use. The device was delivered to the patient on (B)(6) 2025 and was first used on (B)(6) 2025. The incident took place on (B)(6) 2026. The patient reported the issue and stopped using the device on (B)(6) 2026. The patient didn't suffer any harm/injury, and no medical intervention was required. The patient cleaned the device with foam cleaner and water.

Manufacturer narrative:
Corrected data: e1, e3, g2 no physical device was received. Based on the information provided by the customer, the results are as follows: DHR results DHR was reviewed by daybreak. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results customer did not return the reported device for investigation to date. However, the non-visual device investigation has been completed. Root cause description based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Daybreak case number: (B)(4). The manufacturer internal reference number is: comp-(B)(4).